Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "d" cable was cut and missing. The electrode belt was unable to complete incoming testing. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.